Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor replacement alert (ec1) was first presented to the customer on (B)(6) 2023, day 133 after the insertion date. (B)(6) was tested in-house, and a qc revealed a loss of chemical performance. The system correctly disabled the sensor due to performance failure. Indicated by a reduction of msp value below the established threshold. The root cause of such failures are determined to be oxidation of the sensor's hydrogel. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6) 2023.